Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during setup for a surgical procedure at the user facility, the irrigation pump was not running. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during setup for a surgical procedure at the user facility, the irrigation pump was not running. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.